Event description:
It was reported the customer had a low battery alarm. Troubleshooting confirmed the low battery alarm in the alarm history. The customer stated their battery longevity was 3-4 weeks. The customer stated they do not wear sensors. Customer's blood glucose was 177 mg/dl. It was also revealed that the vibration was off and there was not any unattended alarms. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.